Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 23 cm distal to the is-1 connector pin. The distal fragment was approx. 40 cm. The returned lead fragments were analyzed. The visual inspection revealed that the insulation was rubbed through in the distal part of the lead. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion further analysis showed calcified appearing tissue residuals on the steroid collar and the most distal ring electrode which could have led to excessive mechanical stress through limitation of the lead movements. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
An impedance drop below 200 ohms was noted on home monitoring in early (B)(6). On (B)(6) 2019, an inappropriate vf detection due to noise was noted. The patient was seen in clinic on (B)(6) 2019 and a variety of lead performance issues were noted. Undersensing, intermittent noise, and intermittent capture were observed throughout the entire threshold test. All therapies were disabled, a life vest was prescribed and the patient is being referred for extraction and re-implantation. Should additional information become available, this file will be updated.